Event description:
It was reported that on (B)(6) 2011 the patient was hospitalized and experienced syncope. It was reported that the lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.